Manufacturer narrative:
Findings: pump received with missing segments due to cracked and bleeding lcd glass. Unable to perform the displacement test due to missing segments. Pump also received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and stained lcd resilient cover.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 110 mg/dl. The customer stated that the pump screen has black smudges and the screen is busted and cannot see anything. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that we will send a replacement pump.